Manufacturer narrative:
This report is being submitted as a result of corrective measures to FDA finding.

Event description:
Pt received a treatment against sensitive cervical areas with ibond gi at the dental office. Ibond gi was put on the sensitive cervical areas with a brush. The gingival pockets were swilled with chlorhexamed solution and treated with aureomycin ointment. According to the info from the dentist, given by telephone on (B)(6) 2006, dizziness, strong headache, toothache, and angina pectoris which spread as far as the left arm, all occurred several hours after the dental treatment at the pt's home. The pt rested and drank a lot of water. The symptoms lasted for 1 to 2 days.